Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted august 19, 2019. - attachment: [145212 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on jun 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced loss of electrode function. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.